Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump had excessive no delivery alarms despite regular infusion set and reservoir changes. The cannula was not bent. The patient's blood glucose at the time of incident is unknown. The customer was advised to follow their medically prescribed back-up plan. The insulin pump will be returned and replaced.